Event description:
Drive medical was notified of an incident involving a rollator by the device provider who reported the rollator was defective and the end user fell fracturing their upper right forearm. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.